Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed, which resulted in a delay to patient care. A field service engineer reached out to the pharmacy, and they confirmed that the issue had been resolved. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure and was failed to open. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.